Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she received a no delivery alarm the night before calling in. Customer reported changing her infusion set and then waking up to it alarming no delivery. Customer's blood glucose level at the time of the incident was 19.7 mmol/l. Customer was able to troubleshoot. Customer disconnected at the quick release and performed a fixed prime. Customer reported that insulin did not exit and the pump alarmed no delivery. Customer reported that the infusion set cannula was not bent. No product is expected to be returned.